Event description:
Pt entered the hosp to receive a routine neck infusion surgery and after the surgery, was in great condition. The night before discharge the nurse programmed the pca pump incorrectly and pt received 50x the dosage of fentanyl. Pt was on life support for 4 days and died on the 5th.